Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The severely calcified target lesion was located in the proximal to mid right coronary artery (rca). The physician pre dilated with a 3.0x20mm emerge balloon. A 3.5x28mm synergy ii stent was then advanced to the lesion but would not cross so it was removed and the lesion was pre dilated again with a 3.5x20mm emerge balloon. When the physician went to put the synergy back through the guide wire it was noted the proximal end of the stent was damaged and the metal from the struts was "balled up". The procedure was completed with a 3.5x28mm promus premier stent. No patient complications were reported and the patient status is good.